Event description:
It was reported that the patient had been admitted to the hospital on (B)(6) 2019 for fluid offloading. The patient had an unwitnessed accidental fall on (B)(6) 2019 which resulted in an intracranial hemmorhage. The injury was determined via a computerized tomography (CT) scan. The patient passed away due to an intercranial hemorrhage on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported bleeding event and patient outcome could not be conclusively established through this evaluation. A specific cause for these events also could not be determined. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and death. Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an intercranial hemorrhage. It was reported the outcome was not device or therapy related. The device was not explanted.